Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported that customer's sensor readings are fifty to one hundred and fifty points off from customer's actual blood glucose. Customer has not used the sensors in over a month. The insulin pump was going into threshold suspend and shutting off, leading to customer's blood glucose going over 600 mg/dl. The threshold suspend is set to 60 mg/dl. Customer was advised of the difference between sensor readings and actual blood glucose. Nothing further reported.